Event description:
Information was reported from a healthcare provider (hcp) via a clinical study regarding a patient receiving infumorph 5mg/ml for a total dose of 0.4974mg/day via an implantable pump for non-malignant pain. It was reported upon examination on (B)(6) 2017 there was a very large swollen area surrounding the pump site that was larger than a softball. There was no signs of infection. The patient stated that it has been like this for several days and upon cleaning the site there was clear fluid drainage noted. On (B)(6) 2017 and (B)(6) 2017 examination results showed a seroma was present. Examination on (B)(6) 2017 revealed the seroma resolved. Interventions included seroma drainage (medical or non-surgical therapy) on (B)(6) 2017. Bactrim ds was administered/prescribed on (B)(6) 2017. Further interventions included seroma drainage (medical or non-surgical therapy) of 80 cc on (B)(6) 2017, seroma drainage (medical or non-surgical therapy) of 60 cc on (B)(6) 2017. The outcome of the event resolved without sequelae on (B)(6) 2017. The event date was (B)(6) 2017. The etiology of the event indicated the relationship of the event to the device or therapy was related and indicated the relationship of the event to the implant procedure was related and was noted to be related to surgery/anesthesia. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider via a clinical study updated the drugs in the patient's pump at the time of the event to morphine (1.0mg/ml at 0.1199 mg/day) via an implantable pump.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from healthcare provider (hcp) via a clinical study indicated the cause of the seroma was not determined. The patient's weight was (B)(6) pounds. No further complications were reported/anticipated.